Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(6) 2020. Additional information: g4. Additional h6 component code: g07002 - device not returned. Additional information was requested and the following was obtained: we have recorded cases of thread that pulled off. In half of the cases, the issue concern the pds ii suture. These issue are for different services, so we can imagine that it is not just a user issue. The incriminated devices were rarely kept, sometimes unused devices belonging to the same batch could be sent to you. We were aware of recurrent cases in the digestive block on the pds ii, however, only 2 incidents were reported. It will be not possible to obtain further information. Note: additional events from this facility were reported via 2210968-2020-08616, 2210968-2020-08617. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Date sent to the FDA: (B)(6) 2020 . Corrected information: d1, d2a, d2b.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received. What was the initial procedure? When did the issue (pull off) occurred? Pre-op or intra-op? What is the event day and procedure date? What is the lot number? What is the product code?

Event description:
It was reported that a patient underwent an unknown procedure in 2020 and suture was used. It was reported that the suture got detached from the needle. It is not known when the issue occurred. There were no adverse patient consequences reported. Additional information was requested.